Event description:
It was reported by service report that the main and the auxiliary power cord plugs were missing the ground prongs. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the main and the auxiliary power cord plugs were missing the ground prongs.